Event description:
Reportedly, upon interrogation of the subject device (in the box) on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The device interrogation was not continued afterwards. There was another pacemaker closed to this pacemaker (the distance was around 10cm). Preliminary analysis of the available files confirmed that the device was found in standby mode on (B)(6) 2015. This behavior is most probably due to cross-talk (the device was most likely interrogated within the vicinity of other devices). Therefore, the device will be returned for further analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, upon interrogation of the subject device (in the box) on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The device interrogation was not continued afterwards. There was another pacemaker closed to this pacemaker (the distance was around 10cm). Preliminary analysis of the available files confirmed that the device was found in standby mode on (B)(6) 2015. This behavior is most probably due to cross-talk (the device was most likely interrogated within the vicinity of other devices). Therefore, the device will be returned for further analysis.

Manufacturer narrative:
(B)(4).